Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt as well as sliced on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient has reportedly elected for revision surgery for a technology upgrade. Revision surgery will be scheduled.